Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). All connections on the console were reset and the console was turned on. During investigation, error 35 occurred indicating a device issue with the control board. It is likely that the control board was damaged. Based on the information available, it is likely that the damage to the control board resulted in the reported event.

Event description:
It was reported that during the procedure to treat ureter stones, error 35 was received. After a while, they could not use the equipment anymore. The procedure was then cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that during the procedure to treat ureter stones, error 35 was received. After a while, they could not use the equipment anymore. The procedure was then cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under sedation.